Event description:
Same case as 6000089-2007-00128. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The consumer states that since having two taxus express2 drug eluting stents placed he has experienced "trouble breathing when he walks around." He was unable to complete a stress test and states the report showed "restenosis in the arteries." Add'l info was requested, but is not available.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the pt, therefore, no direct product analysis is available. The root cause of the complaint incident could nto be determined.